Event description:
It was reported that the customer had a blank display on the insulin pump. Customer used an aaa alkaline battery. Pump was not dropped or exposed to moisture. Battery cap and battery compartment were not damaged or corroded. Customer inserted a new battery and the display did not return. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint on the interface board. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked case at the reservoir tube window corners.